Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the implant has been gradually moving up on their spine towards their shoulder and can feel the implant hitting their ribs when they lay on their back and has been painful. Pt then mentioned about 3 years ago, they were away from their controller and without having the control in their hand, it "flared up" to high power and they barely made it to the controller to turn stimulation off. Patient stated it scared them and they were always afraid to use it again in case it happened again. Pt stated the therapy was working up until that incident. Patient mentioned that they were taking pain medication at that time and when the pain medication seemed to satisfy the pain and relieved the pain, they just stopped using the therapy. Pt stated they would like to speak with someone to either repl ace or remove the implant. Pt stated they only have a "general doctor." Agent sent email to locals reps for visibility. The patient was redirected to their healthcare provider to further address implant movement and pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information receive from patient. Pt called back in and reported they had received a reference letter in the mail. The pt reported there were 2 questions. 1. What is being done to resolve the reported issue- pt answered by saying they meet with their new managing hcp. The hcp wants the patient to attempt charging up the implant and then meet with their representatives. They want to make their plan from there. 2 was the reported issue resolved- pt reported not yet as they are still following the steps from question 1. Pt stated they lost their recharger and need it replaced. Pt also stated they had not heard from a manufacturing representative yet. Agent sent an email to repair and a follow up email with the field.